Event description:
Complainant alleged that while attempting to cardiovert a (B) (6) male pt who was in atrial fibrillation, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device and they were able to successfully shock the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.